Event description:
The device was used on the esophagus during a total gastrectomy procedure. The device cut but did not place staples properly. As such the esophagus retracted after the device was fired. While retrieving the esophagus, an unspecified instrument touched the spleen and damaged it resulting in bleeding.

Manufacturer narrative:
10/1/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. Corrected data entered in b-5 (description of the event).